Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings:. Visible moisture behind the display lens. Pump is unable to power up. Leak test performed; failed due to pump case leak. Pump case cracked near the top right corner of the display lens at the case seal. Pump opened; corrosion and moisture damage in all areas of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.